Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) machine. The customer reported she was connected to the device at the time of the alarm and had not disconnected at any time prior to the alarm. The customer confirmed all bags were properly spiked and connected and no patient extension lines were used. There were no open clamps on any unused supply lines and nothing unusual was noted with the supplies. The technical service representative (tsr) explained se 2240 indicates air has entered the set up and further assisted the customer to cycle power to clear alarm. The customer confirmed to start over with new or manual supplies. There was no patient injury or medical intervention. Supplies were discarded, no sample is available for evaluation.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was not performed as lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.the sample is reported as not available. Should additional information become available, a follow up MDR will be sent.